Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device had malfunctioned. Reportedly, there was no injury to the patient and the patient is stable and discharged.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4). Additional patient/device information: the catalog number of the device and the patient initials were updated. Upon follow up, it was reported that the ventricular catheter did not malfunction and remains implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.